Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they jumped into a pool while still attached to the device. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 132 mg/dl at time of reporting. Nothing further reported.